Manufacturer narrative:
One rfa1530 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the temperature was unstable prior to use. The reported condition was not confirmed. The water circulated normally through the product and the product did read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was unstable, it was indicated between from 30 to 100 degree prior to use. It dropped below 20 degree after water started to flow so the procedure was completed.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature was unstable. It was indicated between from 30 to 100 degrees c prior to use. During use the temperature dropped below 20 degrees c after water started to flow so the procedure could be completed. There was no patient injury.